Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date explanted - remains implanted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-05079 / 05080).

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2012. Subsequently, patient underwent anesthesia for a manipulation on (B)(6) 2012 and (B)(6) 2012 due to arthrofibrosis. Patient was revised on (B)(6) 2012 and underwent a third manipulation under anesthesia on (B)(6) 2012 due to arthrofibrosis. No further information has been provided.